Manufacturer narrative:
Software analysis determined that there was insufficient information to determine root cause of reported behavior. (B)(4). The device code and patient code were updated to the current coding process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that midway during an open spinal fusion l4-l5 case, they found their instruments to be inaccurate. They were approximate 3 mm lateral. The surgeon decided to proceed with the current spin and account for the inaccuracy. It was stated that the probable cause was that the frame was bumped. There was a delay of less than one hour. There was no reported impact on patient outcome. Additional information was received: it was reported that the next case went well with no inaccuracies. The site will not be pursuing a system checkout for this issue.